Manufacturer narrative:
The event of patient therapy turning off multiple times was reported to abbott. The patient's therapy was turned back on. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. In an update it was reported on (B)(6) 2025, the rep submitted a session report to confirm the ota update had been completed for the patient (ipg (B)(6)). The session report confirmed the controller version had been updated to 1.1.1.67 which confirms the update has been completed.

Event description:
Additional information was received indicating the issue of unexpected ipg shutdown was resolved following implementation of a software update.

Manufacturer narrative:
Section a4: information regarding patient weight was not provided. The device is included in the neuromodulation implantable pulse generator (ipg) stimulation unexpectedly turning off advisory notice issued by abbott on 16 may 2024.

Event description:
It was reported the patient's ipg shutdown unexpectedly. As a result, troubleshooting was able to restore therapy. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) stimulation unexpectedly turning off advisory notice issued by abbott on 16 may 2024.

Manufacturer narrative:
The event of patient therapy turning off multiple times was reported to abbott. The patient's therapy was turned back on. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.